Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted lead noise on the right ventricular lead. The patient was stable and would continue to be monitored.

Event description:
New information notes that the lead had registered noise as a high ventricular rate (hvr) episode at an earlier date than previously reported.